Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. No fault was found. No cables were returned with the device. A 9-volt battery was added to the analyzer.

Event description:
It was reported that the analyzer was unable to provide pacing output or impedance measurement. No signal could be obtained while connecting the patient cable. Several cables were tried and the programmer was changed but this did not resolve the issue. When the patient was on the surgical table, the physician tried to test the ventricular lead once implanted and it was at this point that the physician discovered the analyzer was defective. The lead was able to be tested directly using the pacemaker and the programmer. The analyzer was returned to the manufacturer for servicing. The patient was not pacemaker dependent. No patient complications have been reported as a result of this event.